Event description:
Patient later reported "no cytological atypia or malignancy" via pathology report.

Event description:
Healthcare professional, later confirmed, capsular contracture, baker grade IV. And seroma.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo analysis results: visual analysis of the photographs identified: ¿ lymphadenopathy: unable to observe as it is not related to the device ¿ lymphoma-alcl-suspected: unable to observe as it is not related to the device. ¿ seroma late: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned. Device photos were received.

Manufacturer narrative:
Continued h.6 health effect impact code: e0307 seroma. No histopathological markers have been provided for bia-alcl confirmation. Physician contact: dr. (B)(6). Phone: (B)(6). Other physician contact, implanting doctor: dr. (B)(6). Institution: (B)(6). Address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl-suspected, lymphadenopathy, seroma-late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphadenopathy, capsular contracture baker grade unknown, lymphoma-alcl-suspected (pathological markers not provided).

Event description:
Patient reported "swelling and hardness, right breast is still deformed. Patient later reported "capsular contracture baker grade unknown", "worried of the fluid around implant shown in current MRI and the fact that it might have migrated during last revision to other parts of the body, hence the swollen lymph nodes", "suspicion of lymphoma bia-alcl". This relates to right side. Device remains implanted. No histopathological markers have been provided.